Event description:
It was reported that this implantable pacemaker experienced a longevity decrease of 2.5 years in a 12 month period. It was also mentioned a telemetry problem due to the possibility of this device exhibiting a high battery impedance advisory behavior but it was stated that at this point the device has not transitioned to safety mode. The physician is evaluating device replacement as the patient is not in a good physical condition. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be provided.

Event description:
It was reported that this implantable pacemaker experienced a longevity decrease of 2.5 years in a twelve-month period. It was also mentioned a telemetry problem due to the possibility of this device exhibiting a high battery impedance advisory behavior but it was stated that at this point the device has not transitioned to safety mode. The physician is evaluating device replacement as the patient is not in a good physical condition. This device remains in service and no adverse patient effects were reported. Additional information received from the field confirmed that there was no telemetry problem noted with this device. Subsequently, the device was explanted and replaced. This pacemaker is expected to return for analysis. Subsequently, the pacemaker was returned for analysis.

Manufacturer narrative:
If additional information is received, a supplemental report will be provided. This correction report was made to modify h6 field "device codes" due to clarification received through additional information from the field. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Manufacturer narrative:
If additional information is received, a supplemental report will be provided. This correction report was made to modify h6 field "device codes" due to clarification received through additional information from the field.

Event description:
It was reported that this implantable pacemaker experienced a longevity decrease of 2.5 years in a 12 month period. It was also mentioned a telemetry problem due to the possibility of this device exhibiting a high battery impedance advisory behavior but it was stated that at this point the device has not transitioned to safety mode. The physician is evaluating device replacement as the patient is not in a good physical condition. This device remains in service and no adverse patient effects were reported. Additional information received from the field confirmed that there was no telemetry problem noted with this device. Subsequently, the device was explanted and replaced. This pacemaker is expected to return for analysis.

Manufacturer narrative:
If additional information is received, a supplemental report will be provided. This correction report was made to modify h6 field "device codes" due to clarification received through additional information from the field.

Event description:
It was reported that this implantable pacemaker experienced a longevity decrease of 2.5 years in a 12 month period. It was also mentioned a telemetry problem due to the possibility of this device exhibiting a high battery impedance advisory behavior but it was stated that at this point the device has not transitioned to safety mode. The physician is evaluating device replacement as the patient is not in a good physical condition. This device remains in service and no adverse patient effects were reported. Additional information received from the field confirmed that there was no telemetry problem noted with this device.